Manufacturer narrative:
(B)(4). Batch # m5640c. The analysis results showed that one tx30g device arrived in good visual condition and with a reload loaded on the device. The reload was returned with staples present, after further analysis, the cartridge was noted to be damaged. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the retaining pin of the device could not be located into the right position and the jaws could not close during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.